Manufacturer narrative:
Analysis of the complaint reveals that the remote holder was likely broken by the customer sometime between (B)(6) 2016. It is unknown how the holder was broken; however, the customer stated that holder was broken sometime during a room move, cleaning by the technologist, or when it "fell to the ground when removed from the table". The customer did not notify dornier of the broken equipment or minor injury until a fse was on-site for pm on a different piece of equipment. The technologist sustained a minor cut on her hand that was treated with antibiotic ointment and a bandage when she was cleaning the table. Likely not a safety issue with the equipment. Holder likely broke due to user mishandling. Device not available for evaluation.

Event description:
A technologist removed the head end of the cysto table and received a puncture/slice(cut) on the palm of her hand. The technologist was treated with antibiotic cream and a (B)(6).